Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage on electronics assembly noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, and stained end cap sticker noted. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm. It was also reported that buttons were not responding. Customer reported that insulin pump was exposed to humid weather. Customer's blood glucose was 100 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.